Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is scheduled for an MRI. The patient indicated one of their devices is off and it is unknown which one and when. They were redirected to follow up with the healthcare provider (hcp). No patient symptoms were reported. Refer to manufacturer report #3004209178-2021-00851 for related device.